Manufacturer narrative:
(B)(4). The sample was received and returned to the manufacturing site for evaluation. The manufacturing site reports the complaint sample was tested on a rusch greenled handle and green spex handle, and it was found there was perfect transmission of light from light guide source on blade. The blade was put on engaged position for 10 minutes and no flickering or light disruption was observed. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There was no issue found with the returned sample. The greenlite blade doesn't have an integrated light source, it has transparent fiber optics of pmma which transmits light from led of the handle to the object. If any part of the handle is loose, it might create problems during light transmission.

Event description:
Customer reported "during intubation process performed by the anaesthesist, the light flickers and stops randomly.". No patient harm or injury reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "during intubation process performed by the anaesthesist, the light flickers and stops randomly." No patient harm or injury reported.